Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and did not confirm the reported issue. The diaphragm was replaced. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.